Event description:
It was reported that the asymptomatic patient presented with atrial noise, loss of sensing and low impedance. It was noted that the anomalies can not be resolved with programming. No intervention had been reported. No additional information was available.